Manufacturer narrative:
A ge service representative performed an onsite investigation. The software was reloaded and the orbital servo drive was replaced. No further information is available.

Event description:
The customer reported that the system displayed an error message during a case, and required a re-boot to restore operation. No patient injury was reported.